Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy procedure, a laparoscopic approach was converted to open surgery due to a problem with the four trocar devices, specifically the fraying of the trocars' transparent mesh. This conversion resulted in a larger than expected incision, leading to permanent tissue damage and a 10 centimeter (cm) scar. The surgical time was extended by 30 minutes or more, increasing the risk of infection due to prolonged anesthesia and open surgery. The incision was extended by more than 1 inch (2.54 cm). Unanticipated tissue loss was noted.

Manufacturer narrative:
Correction: h6 (e2014 added) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: ms100705, ms100705 short mini 5mm s/c/d st x10 (lot#: p4g1261); ms100703, ms100703 mini step 2/3 short st x10 (lot#: p2e0305); ms100705, ms100705 short mini 5mm s/c/d st x10 (lot#: p4g1261). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy procedure, a laparoscopic approach was converted to open surgery due to a problem with the four trocar devices, specifically the fraying of the trocars' shirt. This conversion resulted in a larger than expected incision, leading to permanent tissue damage and a 10 centimeter (cm) scar. The surgical time was extended by 30 minutes or more, increasing the risk of infection due to prolonged anesthesia and open surgery. The incision was extended by more than 1 inch (2.54 cm). Unanticipated tissue loss was noted.